Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was replaced and postoperatively effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost stimulation approximately in (B)(6) 2020. Company manufacturer and technical support were unable to manually reset the ipg or connect it. Multiple attempts to connect through magnet was also not possible. As a result, to address the issue patient may be awaiting surgical intervention at a later date.